Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (concentration 4mg/ml; dose 0.1922mg/day) since (B)(6) 2015 via an implant table infusion pump. Indication for use was spinal pain. Concomitant other medication included ambien and lorazepam. Patient's pertinent medical history included hypersensitivity pneumonitis (hp), asthma, arthritis, and migraines. Allergies included sulfa drugs, albuterol, sulfonamides, cipro, morphine, demerol, talwin, darvocet, codeine, meclomen, voltaren, topamax, desyrel, glucosamine sulfate, chrondroitin sulfate, amitriptyline, imitrex, and flexeril. The patient experienced overdose symptoms following pump refill on (B)(6) 2015. Specific symptoms included trouble breathing. It was unknown what circumstances led to the event. The pump dose was turned down and the patient was sent to the hospital for observation. No surgical intervention occurred or was planned. The hcp reported on (B)(6) 2015 that the overdose event was resolved.